Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of analysis and fmeas, there is no evidence that the device was out of specification. The event was procedural. The most probable root cause is the surgical procedure exacerbated by the patient's preexisting thrombocytopenia.

Event description:
The patient has a history of thrombocytopenia. Immediately prior to the si joint arthrodesis procedure, the patient received a transfusion of one bag of platelets. The procedure started after the transfusion. The surgeon was performing a left side si joint arthrodesis on in (B)(6) 2019 when he noticed osseous bleeding from the cannula of the first implant that was installed. It was estimated to be one liter of blood loss. The surgeon packed the cannula and surrounding areas and applied pressure to stop the bleeding and then closed the wound. The patient was transferred to a hospital for observation and was alert and did not seem to be suffering any sequalae.